Event description:
Patient reported obtaining back to back kblood glucose results of 97 mg/dl, 426 mg/dl, and 99 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results; he reportedly took medications as normal. No patient injury wa sreported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement was shipped.